Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found no image shown on monitor. Based on the results of the investigation, it is likely that the following led to the malfunction: faulty cable/connector. A device history review revealed cause traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a picture that would not populate on the screen. The issue was identified when inspected at the time of set up, before the patient entered the room. There were no reports of patient involvement.